Event description:
Caller reported that she used the 3m nexcare waterproof bandaid on her face and experienced a burn and the bandaid also peel off her skin and left a wound on her face. She went to her dr and she was given a prescription but the skin is not healing. She tried using aloe vera and vitamin e to soothe the burning sensation but nothing seems to work; it's like the bandaid ate her skin. Pt is not happy with the unexpected result. Spoke to 3m customer service but where not able to help.

Event description:
F/u #1 for report mw5082012. Reporter indicated that her face is now burning from the bandage. She is unable to breathe at night and has been prescribed a sleep apnea mask. She states that her face burns to the extent where she has to pull her skin away before placing the mask only to be a little comfortable, but it still hurts as bad. She plans to forward pictures via email mdrmail@FDA.hhs.gov. She also will be contacting 3m to further elaborate on the extent of her injury from the bandage.